Event description:
Balloon (stent) crossed site. Inflated to 6atm and balloon ruptured. Stent not deployed. Upon examination, balloon had small pin hole causing non-deployment of stent. Second stent opened and deployed with no problems.